Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, it was difficult to align the catheter with the right inferior pulmonary vein (ripv) and it was surmised that this was due to concerns with another manufacturer's guidewire. It was also reported that the slider mechanism was difficult to advance. Multiple attempts were required to cannulate the ripv, and transseptal access was lost during one of the attempts. Transseptal access was regained by advancing the j-tip of the wire back through the site and the catheter was then tracked over the wire. At this point and during ablations to the ripv, the catheter array appeared inverted or twisted on fluoroscopy. When removed from the patient, the array appeared to be intact and aligned. It was surmised that fluoroscopy was creating a visual illusion when the catheter was reinserted into the patient and the unexpected array shape remained. Despite the issue, ablations with the catheter continued. Post-mapping was performed and it appeared that two regions required touch up ablations. The catheter was then replaced and the case was completed with pulsed field ablation. During closer inspection of the original catheter, the array appeared to have flipped across the deployment shaft. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: image data files and the pscc100 loop catheter with lot number 0012269287 were returned and analyzed. In the image file, there were two pictures under fluoroscopy. In one of the picture, the spiral array seems to be bent. No lot/serial number and no dates were shown in the picture. Visual inspection of the loop catheter was performed and the array of the loop catheter was observed to be inverted. The tip of the array was twisted with the guide wire lumen (inverted array). The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The s lide function was as expected, and the shape of the capture device was unremarkable with no atypical features. Prior to the guidewires insertion, the guidewire lumen of the catheter was flushed using a decontamination solution. A test guidewire was used to perform the insertion test. Using guidewire introducer, the guidewire was attempted to be inserted into the guidewire lumen of the catheter through the guide wire luer. Resistance was encountered during insertion of the guidewire. The tip of the guidewire was hitting against an obstacle. After rotating the guidewire, the test guidewire was successfully inserted into the guidewire lumen and threaded along the catheter until it exited the distal end. Guidewire removal proceeded without any notable resistance. The same procedure was followed for the returned guidewires, with successive rotations employed to navigate past the obstacle. Once inserted, the guidewires could be threaded through to the distal end of the catheter and removed without encountering resistance. X-ray imaging revealed that the tip of one of the guidewires bent toward the jackets of the braid termination tube upon exiting the introducer. Misalignment between the termination tube and the luer outlet was noted, creating an obstruction on one side of the luer outlet. Furthermore, there was no anomaly of the nitinol wire at the tip segment or inside of the double lumen segment. High magnification optical inspection confirmed the misalignment between the guidewire lumen and the luer outlet. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. In conclusion, the inverted array, guidewire compatibility, and slider mechanism issues were confirmed through analysis testing and the loop catheter failed the returned product inspection due to the inverted ar ray and misalignment between the guidewire lumen and luer outlet. Performance test ablation: passed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.